Event description:
It was reported to nova biomedical that a consumer received a high reading and treated herself and subsequently experienced a hypoglycemic event which required medical intervention. During the call to customer support, it was revealed that the consumer's test strips were expired. The consumer was educated on these directions for use at the time of the call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.